Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent an unknown breast surgery with an unknown saline, 425cc prosthesis experienced left-sided breast cancer post procedure. The issue was diagnosed through office visitation. As a result, stated that patient underwent bilateral replacements as follow: l/ cat#: smxp130rh, sn#: (B)(4), r/ cat#: smxp130rh, sn#: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Suspect device received on (B)(6) 2022 device evaluation completed on (B)(6) 2022: during visual evaluation no apparent damage or visual anomalies were observed on the saline returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.,according to the information reported, the patient developed breast cancer. Additional information received with the device indicated that the patient underwent mastectomy, and left axillary sentinel lymph node biopsy. Breast cancer was diagnosed on (B)(6) 2020. The type of cancer is invasive lobular carcinoma. The MRI examination confirmed this to be confined to the area of index suspicion. Manufacturer¿s reference number: (B)(4) coding was reviewed by a clinician on (B)(6) 2022, pc ¿ breast cancer was removed and added pc - neoplasm malignant and surgery intervention.